Event description:
The customer reported the "near-infrared spectroscopy (nirs) probe on right flank resulted in a stage 2 pressure injury." There were no additional medical interventions reported.

Manufacturer narrative:
Additional manufacuring narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.